Event description:
The device kinked while crossing the iliac bifurcation. The physician had problems pulling out the sheath. There was no pt injury.

Manufacturer narrative:
The product is available for analysis. Additional info will be submitted within thirty days upon receipt.